Event description:
Hamilton medical ag received the following event description: during ventilation alarm disconnection on patient side and loss of peep occured. Flow curve and vte value lost. The ventilator was replaced. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during ventilation alarm disconnection on patient side and loss of peep occured. Flow curve and vte value lost. The ventilator was replaced. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing. A detailed investigation was performed by an expert from the technical service: the investigation has confirmed that the root cause of the incident was a defective sensor board (part number 10089445). The sensor board is the location where several pressure sensors are placed. The defective sensor board caused the signal loss described by the user. The logfile analysis also confirmed that the ventilation continued at all times. The service technician replaced the sensor board, made all necessary calibrations and successfully performed all functional tests. Although the ventilation continued the malfunction impaired the functionality and caused the user to replace the device which is considered a medical intervention. Therefore, this case is assessed reportable.